Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterograde approach. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left popliteal artery. A non-bsc guidewire was advanced but failed to cross the lesion. A microcatheter was then advanced to enforce supportability for the guidewire to cross the lesion. However, some stress was met while advancing the catheter towards the lesion. In order to ensure supportability, predilation was performed with a 3mm x 20mm x 143cm coyote¿ es balloon catheter but the balloon ruptured at 8 atmospheres. With no available identical spare, the procedure was completed with a 2mm x 20mm x 143cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.